Event description:
It was reported that the ventricular lead exhibited noise. The noise was reproducible with arm movements. The patient was asymptomatic and the lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.